Event description:
An attorney alleges that consumer has broken right femur twice due to spasms that caused consumer to hit leg against the bed rails. Attorney believes consumer should have been placed in a bed with safety mesh. No malfunction has been alleged.